Event description:
A registered nurse reported there were no 2d images in navigate while using the fusion system. The anatomical windows were all black. The surgeon had registered the pt and was proceeding with the sinus case. The rn confirmed that only one instrument was present in the em field and the pt tracker instrument were green when brought into the field; 2d windows were black. When they went back to 'select patient' screen, the 2d images were black and could not be adjusted. They exited the software and re-launched the application. The images appeared correctly and they were able to proceed to navigation to complete the procedure. No impact to the pt's outcome was reported.

Manufacturer narrative:
The system archives have not been received by the manufacturer for evaluation.